Event description:
Event description guidant received information that out of the box, this cardiac resynchronization therapy defibrillator (crt-d) exhibited a low monitoring voltage of 2.83. The device was going to be used 4 months ago, but the physician used a different lead and, therefore, did not the use device. The last rf session was done at the procedure, 4 months ago. The device was returned to guidant for analysis.